Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging personal injury complaint with allegations of lung cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.